Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces, but no button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time was over 200mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was...

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.